Event description:
It was reported that loss of atrial capture at any output was noted. The pt had a falling accident and had broken their clavicle on the same side as the device. The device was left at maximum output in the atrium. The device remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.